Manufacturer narrative:
Vyaire complaint #:(B)(4). Correction: d10, h2, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The uim was powered into service mode and the error log was reviewed. There were no entries in the error log related to the problem reported by the customer. In conclusion, the reported complaint was not confirmed or duplicated. No further investigation is required. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation.the reported complaint was not confirmed or duplicated. No further investigation is required.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator touchscreen is worn out and the uim keeps fading in and out. At this time, it is unknown if there was any patient involvement associated with the reported issue